Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer received multiple intermittent temperature alarms. The device was not in any extreme temperatures. Reportedly there was no impact the customer's blood glucose levels. Customer will use insulin pens as backup therapy until replacement pump is received.